Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection found the cause was a failed processor. The reported condition was verified. The device was found out of specification in relation to the customer reported 'screen fades to white' which was reproduced during service. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump display faded to white. There was no patient involvement. No additional information is available.